Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 600 mg/dl). Customer declined troubleshooting and stated that infusion set was changed and blood glucose levels have stabilized.